Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a priming attempt. The patient's blood glucose was 5.2 mmol/dl. The customer was able to rewind the insulin pump and was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.